Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was locked out and the jaw began not to open when the device was fired on the cystic duct. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Anti-backup failure the analysis results found that the device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality to evaluate any opening issues. Due to the anti backup feature being non-functional, two unformed clips were fed. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. The remaining clips were conforming according to our manufacturing specifications. Finally, the device locked out as intended but the orange indicator indexed two times during the 14th firing sequence; thus, it over traveled. These findings are not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
A customer observed imprecise vitros phyt quality control results while using the vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were not tested during the interval that the imprecise quality control results were obtained. There was no report of patient harm as a result of this event. This report is number one of five MDR¿s for this event. Five 3500a forms are being submitted for this event as five devices were involved. (B)(4).